Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was at 62 mg/dl. The customer stated that they did not want to trouble shoot the no delivery alarm. The customer is using sets from his wife's pump which works fine. A new reservoir was sent to the customer. No further info was provided.

Manufacturer narrative:
.